Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because the patient line inadvertently separated from transfer set. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown, a batch review will not be performed. Should additional information become available a follow up report will be submitted.

Event description:
It was reported that on (B)(6) 2010, the homechoice machine alarm with a system error 2240 (air in set) during dwell 4 of 4. The patient was not connected to the device at the time of the alarm. The patient informed that she pulled the line inadvertently apart, which resulted in the line getting separated from the transfer set. The patient was advised to cycle the machine and use a manual bag. No clinical consequences for the patient have been reported.